Manufacturer narrative:
Intuitive has received the da vinci 8mm vessel sealer extend instrument with this complaint and completed investigations. The instrument was analyzed, and it was found to have the grip pulley dislodged from dowel pin at the back end the pulley was rattling inside the housing. The instrument was placed on an in-house system. The instrument passed the recognition and engagement tests. The grips did not open and close.

Event description:
It was reported that the 8mm vessel sealer extend (vse) would not open. No fragment fell into the patient. The user completed the procedure and no known impact or patient consequence was reported.